Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the tavr/tavi procedure. The product is expected to be returned; if additional information is received or product is returned a follow-up medwatch will be filed. Product not returned.

Event description:
As reported: "the circulation of the patient was during the whole procedure instable (40/20mmhg blood pressure and temporary asystole). After the first positioning there was a pvl, so they decided to reposition the valve. During reseating the patient became asystolic. During the resuscitation the repositioning was not possible. After ca. 45 minutes they decided to finish the resuscitation."

Manufacturer narrative:
The safari2 guidewire was returned for analysis on 01/06/2017. It was initially reported that the complaint was related to a safari guidewire; however, the actual device returned was dimensionally consistent wirh a safari2 275cm sml crv guidewire. As received, the specimen consisted of one each clinically used, damaged unidentified safari wire; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a large radius bend located 17.5 to 31.0cm from the distal aspect of the preformed curve and a kink located 186.1 to 186.2cm from the distal aspect of the preformed curve. No other damage or inconsistencies are noted to the specimen. Both joints were correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally consistent with a safari2 275cm sml crv device. There was no mention of the bend and kink in the intial complaint so it could not be confirmed if the damage occurred during the procedure or during handling and shipping post procedure. The batch number was unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the tavr/tavi procedure. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.